Event description:
It was reported that the patient presented to the hospital for a routine follow-up on 8 apr 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of a capturing issue was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.